Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a disconnected keypad. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician. This is an ancillary service event. The disconnected keypad was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the keypad was reconnected. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.